Event description:
Hlth care professional (hcp) reports 2 cracked venous and arterial headers noted during use and during reprocessing of dialyzers. Reuse #5 and 4. Hlth care professional reports no pt injury.